Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for esophageal varices during an endoscopy procedure performed on (B)(6) 2024. During the procedure, the rubbers got stuck generating pressure when firing and leaving the ligatures overlapping each other. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, two of them were damaged. In addition, the ligator housing teeth were found bent and broken. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, two bands were damaged, and the ligator housing teeth were bent and broken. It is most likely that the technique used by the physician during the procedure was the reason why the two bands ended up getting damaged by the force applied from the handle since the bands weren't being deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for esophageal varices during an endoscopy procedure performed on (B)(6) 2024. During the procedure, the rubbers got stuck generating pressure when firing and leaving the ligatures overlapping each other. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.